Event description:
Paramedics responded to a person described as in cardiac arrest. The device was connected to the patient with disposable defibrillation/ECG electrodes and the analyze button pressed. According to the reporter, the device alarmed connect electrodes and would not shock the patient in three attempts. A backup device arrived during this time and the electrodes and cable removed from the first device, but again, according to the reporter, the backup device also alarmed connect electrodes and would not shock the patient. The electrodes and therapy cable were replaced and the device subsequently operated properly administering an unknown number of shocks to the patient. The patient was not resuscitated but the report indicated the patient's death was not caused or contributed to by the alleged device malfunction because of long patient downtime and the immediate availability and use of a backup device.